Event description:
Additional information received confirming the suspected issue appears to be clogging in the fluidics management system pack, rather than a problem with the probe.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of the probe occurred and the probe was clogged and could not aspirate during cataract surgery with intraocular lens implantation. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).